Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s enterococcus faecalis peritonitis event. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Peritonitis is a known risk and well-documented complication of pd therapy. While the exact etiology for the patient¿s peritonitis is unknown; enterococcus faecalis is a known bacterium found in the gastrointestinal tract.

Event description:
During follow up on (B)(4), pd rn (B)(6) stated the patient was diagnosed with peritonitis on (B)(6) 2018. The patient was diagnosed with peritonitis on (B)(6) 2018. He was cultured and it came back positive for enterococcus faecalis. The patient was not hospitalized. The cause is unknown. The patient was treated with ancef, fortaz and vancomycin. The patients effluent will be cultured again in about a week to determine if the treatment was successful. Additional information was solicited, but unavailable.